Event description:
It was reported that the patient presented to the clinic with complete heart block and intermittent inhibition of pacing due to oversensing. A sudden decrease in pacing lead impedance was observed during isometric testing. The lead was capped and replaced.